Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had damage, an audio/beep anomaly, and an unresponsive keypad. The customer's blood glucose level was unknown at the time of the incidents. Button error/keypad anomaly troubleshooting was performed. The customer stated that taking the insulin pump to a pool was the significant event leading to the keypad issues. The customer added that it still worked half a day after. Removed the battery and could not verify if the time on the clock advanced when monitored for one minute. Troubleshooting for damage was performed and it was found that there were cracks in the battery compartment to the reservoir opening. Troubleshooting for exposure to fluid found that there was a constant tone occurring after the exposure to pool water. Per all troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with button error alarm, constant tone and had unresponsive all buttons due to moisture damage electronic assembly. Also, moisture damage motor and vibrator motor during visual inspection. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.